Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's lower back had a herniated disc and increased pain. The patient said that when they increased the stimulation it caused pain in their upper back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer on (B)(6) 2020 reporting that before explant the ins was not holding a charge starting a year ago in (B)(6). The calling consumer was not sure about the exact time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had the ins removed on monday because they were having problems with their ins. The patient stated that, starting last summer, they would go to increase the stimulation for their lower back and their upper back would start to hurt because of the stimulation. The patient said that since she had to switch healthcare professionals (hcp), the hcp decided to switch device manufacturer companies. No further complications were reported/anticipated.